Event description:
It was reported via repair work order that the tracks are damaged which may effect stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.